Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed episodes of over-sensing on the right ventricular lead. Loss of capture and a rise in lead impedance were noted. Lead fracture was suspected. Patient presented in clinic and the lead was programmed off. Physician scheduled lead revision procedure. Patient was stable throughout event.